Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was performed. A 31mm watchman flx pro laa closure device was implanted on (B)(6) 2026. At the routine follow up, imaging showed that the closure device was noted to have shifted and was tilted into the wing in the appendage. With the mitral shift in position a small 1.8mm leak developed on the mitral side. There was no intervention required. The patient will remain on dual antiplatelet therapy (dapt) medication regime and will continue to be monitored at the next follow up.

Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was performed. A 31mm watchman flx pro laa closure device was implanted on (B)(6) 2026. At the routine follow up, imaging showed that the closure device was noted to have shifted and was tilted into the wing in the appendage. With the mitral shift in position a small 1.8mm leak developed on the mitral side. There was no intervention required. The patient will remain on dual antiplatelet therapy (dapt) medication regime and will continue to be monitored at the next follow up.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media subject matter experts. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037392580. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.